Manufacturer narrative:
H6: investigation summary: our quality engineer inspected multiple sample submitted for evaluation. Of these 25 non-conforming samples were identified. Misalignment was identified in all 25 samples, 20 samples displayed black tape, 10 were missing print on the top webbing, and 4 had an incomplete seal. The reported issue was confirmed. The observed non-conformances are all related to the splicing process during top webbing roll change. Black tape is used to demarcate packages that occur near a roll change and assist our operators in the identification and removal of the devices from the production line. Due to manual processes human error can result in a failure to properly identify these devices from the production process. Should this occur, the black tape can obscure the printer camera and result in a failure to print. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in (0.9 x 25 mm) experienced no label or missing label information. The following information was provided by the initial reporter: this is a report about a packaging issue of insyte autoguard. According to the customer's report, the package is different from usual with a black sticker thereon.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in (0.9 x 25 mm) experienced no label or missing label information. The following information was provided by the initial reporter: this is a report about a packaging issue of insyte autoguard. According to the customer's report, the package is different from usual with a black sticker thereon.